Manufacturer narrative:
(B)(4). Upon receiving results from quality engineering, this failure of the infuso.r. Pump would result in a delay of delivery. A delay of delivery is not likely to cause a death or serious injury. Therefore, this file has been determined to be a non-reportable event.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "could be something wrong with board" after the device was dropped. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.